Manufacturer narrative:
Additional information: b5: reportedly, it still has a small refractive error, the vault is ok now. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -9.0/1.5/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and refractive surprise was observed. The problem was not resolved. Reportedly, "vault is too high and rest refraction: s+0.5 c.-1.25 x 171"